Event description:
The needle broke off during injection.

Manufacturer narrative:
The needle broke during injection. A review of production records showed no abnormalities or deviations from the validated manufacturing process for the main batch 201098. A resistance to breakage test was completed on 5 samples from the same batch.according to iso 9626. All samples passed the test, no breakage can be found.